Event description:
Additional information received reported the cause of the event. Healthcare provider reported that "the patient had a history of heart disease and coded". "The patient was admitted for observation due to the code, and the pump had nothing to do with the actual code"

Event description:
It was reported that the patient "coded" after initiation of therapy. The health care provider (hcp) programmed the pump to minimum rate. The hcp believed that this occurred (B)(6) 2012 as the pump was implanted that day but was getting information second hand. It was reported that the patient was doing "ok: the day of the report. The pump delivered hydromorphone and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. 8835 personal therapy manager, serial # (B)(4). (B)(4).